Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects or anomalies were observed. Functional inspection was performed and an attempt was made to inflate and deflate the cuff on the returned et tube. It was found that the balloon cuff was unable to completely inflate. No issues were encountered during inflation. The et tube was submerged under water and an attempt to inflate was made to detect any additional leaks. Upon injection, the et tube leaked from a pinhole in the cuff. No other defects or anomalies were observed. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." Other remarks: the IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "hole in pilot balloon" was confirmed based upon the sample received. The returned et tube was found to have a pinhole in the balloon cuff which prevented it from being able to stay inflated. It could not be determined how or when the balloon cuff got damaged. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. The root cause of the complaint issue could not be determined. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges "when the package was opened, there was a pinhole found on the pilot balloon. Therefore, a new unit was used instead." Alleged defect reported as detected prior to patient use. No report of patient harm or delay in treatment.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect reported. Customer complaint cannot be confirmed based on the information received at this time. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "when the package was opened, there was a pinhole found on the pilot balloon. Therefore, a new unit was used instead." Alleged defect reported as detected prior to patient use. No report of patient harm or delay in treatment.